Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the device was insufficiently or incorrectly reprocessed as evidenced by the presence of white particles obstructing the nozzle. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model pcf-hq190l, evis exera iii colonovideoscope to olympus for repair due to a report of "channel control error." Upon inspection and testing of the returned device, it was determined the scope was insufficiently or incorrectly reprocessed and then used for the next procedure. This report is submitted due to the insufficiently or incorrectly reprocessed (used for the next procedure.). There was no patient injury or infection, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is to correct the initial MDR submission date received by manufacturer to january 11, 2022 and report investigation findings. Review of the service records indicated the device has not been repaired by a manufacturer repair center. The device history review indicates the devices met specifications when shipped from the factory. Other defects identified during servicing included poor air/ water flow, angulation in the up direction is insufficient and the a-rubber glue was scratched. The instruction for use operation manual indicates to inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. The reprocessing manual indicates to flush the air/ water channel with water and air and cautions: to prevent clogging of the air/water nozzle of the endoscope , flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. The device was sent to service to be repaired. Olympus will continue to monitor product performance.